Event description:
User facility reported that following a dilatation and curettage (d&c), the physician attempted a novasure procedure. After several unsuccessful cavity integrity assessment (cia) tests with a disposable novasure device a hysteroscopy revealed a small uterine perforation on the right aspect of the fundus. In 2008, the physician reported he performed a laparoscopy following the hysteroscopy on a week earlier and found adhesions of the small bowel and bladder, and the right pelvic side was densely adherent to the uterus due to previous surgery. The uterus was not in midline and was very twisted. No bowel injury was seen. The physician performed a hysterectomy, at the pt's request, and she was discharged home after a 5 day post-operative recovery period. She is currently doing well.

Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. The device involved in this event was not returned; therefore, an investigation was unable to be performed. According to the IFU under the warnings section: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (Step 2.36) although designed to detect a perforation of the uterine wall it (cia alarm) is an indicator only and it might not detect all perforations under all possible circumstances. Clinical judgement must always be used. According to the instructions for use (IFU) under contraindications: the novasure impedance controlled endometrial ablation system is contraindicated for use in a pt with any anatomic or pathologic condition in which weakness of the myometrium could exist, such as history of previous classical cesarean section.